Event description:
Periprosthetic fracture and subsequent revision of exeter 44-0 stem update 08 october, 2019: review of the provided x-ray by a clinician confirms fractured stem.

Manufacturer narrative:
Correction: update to lot code. An event regarding periprosthetic fracture involving a exeter stem was reported. Medical review confirmed fracture of the stem but could not confirm periprosthetic fracture. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: provided x-ray confirms fractured stem, need additional information; clear primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as clear primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Periprosthetic fracture and subsequent revision of exeter 44-0 stem.